Event description:
It was reported that the device boots up in pacer mode and the other device capabilities to provide defibrillation therapy were inoperable as the user was unable to turn off the pacing. There was no patient use associated with the event. The device is utilized in an animal research cat-lab.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and parts supplier information to trouble shoot the issue and for device repair. Follow up with the reporter found that the device was not repaired and returned to the customer in the observed condition. The device was not returned to physio-control for analysis. A conclusive cause of the reported event could not be determined.